Event description:
Device 1 of 2. Reference MFR report#: 1627487-2014-05155. It was reported the pt is not receiving adequate coverage. It was also reported the pt is receiving stimulation in unintended areas. Reprogramming to provide resolution was unsuccessful. The pt is also experiencing overstimulation. An impedance check revealed no anomalies. The pt will undergo x-rays for further investigation.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.